Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a retroperitoneal hemorrhage repair, the catheter tip detached within the patient's right common iliac artery. The physician had acquired left retrograde femoral artery access. During catheter manipulations over a stiff .035 guide wire, within a very tortuous and calcified vasculature the 4f catheter tip detached. The physician then used a vascular snare device to successfully retrieve the catheter tip from the right common iliac artery. An additional catheter was used to continue to treat the patient. The patient is doing well today.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that excessive force was applied to the device during use. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.